Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case (B)(4)) in (B)(6) on 10-dec-2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2011. Consumer reported that since she had essure inserted she has presented low backache, headache, ovary pain during all the month, intermenstrual bleeding and sometimes blood in the stool, she has pain and burning sensation when she has sexual intercourse and libido decreased. In addition, she has tiredness which she notices that is worsening with the time, the low backache pain has spread to hips, more specific in the left side, the pain in buttock has spread to groin, she has tired legs, join pain and feet pain. She consulted an orthopaedic surgeon who told her that it can be for the position. Also she noticed discomfort in ears because if there is a minimum background noise, her ear would pay attention to that and she can understand any word that people tell her, but the ear specialist told her that she does not have any problem. In one year these symptoms have worsened. She reported she was a sports woman and now she has to rest many times when she does the housework. Ptc investigation result was received on 26-jan-2016. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Follow-up information received on 10-jun-2016 and case was upgraded to incident: essure was implanted in 2011, and since then the consumer has been presenting joints pain, shoulders, arms and feet pain, lumbago (which turned chronic), also headaches; her periods got uncontrolled, as she could have her periods for 22 days and it would appear after 40 days. She also presented spotting for a week or more, bleeding while defecating and after having sexual intercourse - they were painful and she did not have desire of having sexual intercourse. Lumbago and hips pain got worsened. After going with specialists and not seeing anything wrong, she went to the gynecologist and requested essure removal. She required a surgery (general anesthesia) where fallopian tubes were removed. She had to stay a month and a half resting. Seven weeks ago that she got the surgery, and the pain on arms has disappeared. The periods got regular and the sexual intercourse was not painful and was enjoyable. Hips pain remained, that she expected to disappear as time passes by. All the events were considered as related to essure by the consumer. Follow-up information received on 20-jun-2016: essure lot number was added: l2843. Company causality comment: this spontaneous case report was received from a female consumer via regulatory authority. She had essure (fallopian tube occlusion insert) inserted and her periods got uncontrolled. The device was surgically removed. Additionally, she experienced blood in the stool. Blood in stool is an unlisted event in the reference safety information for essure, while the other event is listed. Considering the nature of the event blood in the stool and the local effect of essure in the fallopian tubes, causality was assessed as unrelated. Regarding the remaining event, after essure insertion, abnormal genital bleeding and menses pattern changes may occur. In this particular case, the consumer stated the event started after essure insertion and recovered with device removal. Considering this information and based on device safety profile, causality cannot be excluded. Non-serious events were also reported. This case was upgraded to incident upon receipt of follow-up information, since device removal was required. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. An updated product technical analysis is expected (lot number reported upon follow-up).

Manufacturer narrative:
This spontaneous case was reported by a regulatory authority and describes the occurrence of menstruation irregular ("her periods got uncontrolled") and haematochezia ("blood in the stool") in a female patient who had essure (batch no. L2843) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced back pain ("low backache / chronic lumbago"), haematochezia (seriousness criterion medically significant), headache ("headache"), adnexa uteri pain ("ovary pain"), metrorrhagia ("intermenstrual bleeding / spotting for a week or more"), dyspareunia ("pain and burning sensation in sexual intercourse") and libido decreased ("libido decreased"). In 2011, the patient experienced menstruation irregular (seriousness criteria medically significant and intervention required), fatigue ("tiredness"), arthralgia ("pain in hips/joint pain"), musculoskeletal pain ("pain in buttock/shoulder pain"), groin pain ("groin pain"), muscle fatigue ("tired legs"), pain in extremity ("arms and feet pain"), coital bleeding ("bleeding after having sexual intercourse") and menorrhagia ("periods for 22 days"). On an unknown date, the patient experienced ear discomfort ("discomfort in ears"). The patient was treated with surgery. Essure was removed in 2016. In 2016, the menstruation irregular, dyspareunia, pain in extremity and menorrhagia had resolved. At the time of the report, the back pain, haematochezia, headache, adnexa uteri pain, metrorrhagia, libido decreased, fatigue, arthralgia, musculoskeletal pain, groin pain, muscle fatigue and ear discomfort had not resolved and the coital bleeding outcome was unknown. The reporter considered adnexa uteri pain, arthralgia, back pain, coital bleeding, dyspareunia, ear discomfort, fatigue, groin pain, haematochezia, headache, libido decreased, menorrhagia, menstruation irregular, metrorrhagia, muscle fatigue, musculoskeletal pain and pain in extremity to be related to essure. The reporter commented: all the events were considered as related by consumer the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 02-may-2017 for the following meddra preferred term: menstruation irregular. The analysis in the global safety database revealed 34 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot number is invalid. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 28-apr-2017: the reported lot number is invalid and there is no case updated needed. Company causality comment: this spontaneous case report was received from a female consumer via regulatory authority. She had essure (fallopian tube occlusion insert) inserted and her periods got uncontrolled. The device was surgically removed. Additionally, she experienced blood in the stool. Blood in stool is an unlisted event in the reference safety information for essure, while the other event is listed. Considering the nature of the event blood in the stool and the local effect of essure in the fallopian tubes, causality was assessed as unrelated. Regarding the remaining event, after essure insertion, abnormal genital bleeding and menses pattern changes may occur. In this particular case, the consumer stated the event started after essure insertion and recovered with device removal. Considering this information and based on device safety profile, causality cannot be excluded. Non-serious events were also reported. This case was upgraded to incident upon receipt of follow-up information, since device removal was required. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.